Manufacturer narrative:
Device was used for treatment, not diagnosis additional device info; this report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four weeks prior to admission into the hospital; the patient has reported having exercise induced pain in the left groin. A nail breakage was detected via an x-ray. Upon review of the two x-rays provided; an anterior posterior lateral review of the left femur, which do not state a specific date show a comminuted fracture of the proximal shaft of the femur that has been treated with a proximal femoral anti-rotation nail. In addition there are two cerclage wires and a distal locking screw that were used to fix the fracture along with the nail. The nail is broken at the site of the distal locking screw hole. This report is for an unknown nail. This report is 1 of 1 for complaint (B)(4).